Event description:
It was reported that the pta balloon ruptured during the first inflation at 12atm in the left sfa and the vessel dissected. Another pta balloon was used to tamponade the dissection and covered stent was placed. The pt was reported to be doing will post procedure.

Manufacturer narrative:
A mfg review could not be performed as the lot number is unk. The sample is not available for return; therefore, an evaluation of the device could not be performed. The investigation is currently underway.